Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination found that the distal end of the stent was damaged with stent struts lifted and pulled in a distal direction causing the proximal end of the stent to move 0.5 mm in a distal direction. The maximum crimped stent profile was measured which is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion, midshaft and inner/ outer lumen found no issues. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping; however a review of the manufacturing data for the stent profile was carried out and no anomalies were noted. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 16mm synergy¿ drug-eluting stent, after the protective hoop was appropriately removed, it was noted that the tip of the stent was lifted. The device was not used inside the patient and the procedure was completed with a non-bsc device. No patient complications were reported.